Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix device was implanted into the patient during an anterior repair, placement of interposition graft (xenform), vault suspension and cystoscopy procedure performed on (B)(6) 2016, for the treatment of rectocele, vaginal vault prolapse and incomplete bladder emptying. As reported by the patient's attorney, the patient has experienced an unspecified injury.